Event description:
According to the FDA maude event report from the FDA, "guide wire became bent during the procedure and cannot be reused, prolonged length of surgery."

Manufacturer narrative:
The reported complaint sample was provided by the customer and subsequently evaluated through visual inspection by carefusion quality engineering. The visual inspection confirmed that the j-wire guidewire was kinked. A thorough review of the raw material history files, device history record (DHR), and sterilization batch record for the reported lot number was completed and there were no non-conformances that were noted that could have contributed to the reported defect. Additionally, a thorough review of historical complaint data for the reported product was completed and no additional reports of this nature have been received. Therefore, this report is deemed to be an isolated occurrence. A supplier corrective action notice (scan) has been initiated, which notified the supplier of the j-wire guidewire of this reported defect and will require the supplier to complete a thorough evaluation of the complaint sample, a thorough root cause investigation of the reported defect, and appropriate corrective/preventive action.